Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information requested, not available.

Event description:
The customer reported that, during a cardiac arrest, when charging the device to shock, the device failed and the screen went blank. The first shock was able to be delivered. When the second shock was being charged, the display screen went black. A second defibrillator was needed to continue treating the patient. It was reported the patient died. Additional details have been requested.

Event description:
The customer reported that, during a cardiac arrest, when charging the device to shock, the device failed and the display screen went blank. The device was plugged in and the first shock was able to be delivered. While the second shock was being charged, the display screen went black while plugged in. A second defibrillator was needed to successfully complete treatment. The device was reported to be in use on a patient, causing a delay in life-threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. This report has been updated from death to serious injury as additional information received clarified the patient survived. A philips field service engineer evaluated the device and was unable to duplicate the issue. No ECG monitoring strips or case event files were provided to philips for review. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
H.10. The customer was unable to provide patient details. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.